Event description:
It was reported that prior to surgery, the depth gauge on the electric dermatome was not working properly and appeared to be moving in reverse. There was no report of harm, injury, surgical delay, increased surgical time, or medical intervention.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.